Manufacturer narrative:
Conclusion: representative samples were received for evaluation. Visual inspection was performed and no defects were found. Functional inspection was performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. Post-op, the knots did not hold. No additional information was provided.